Manufacturer narrative:
Could not duplicate customer complaint of low readings. The unit was run for several hours connected to src-max set at 90/60. Unit gave consistent readings with no error. (B)(4).

Event description:
Covidien received a report that this n65 pulse oximeter displayed low oximetry readings. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).